Event description:
It was reported that in the post-op device interrogation it was noticed that the patients right atrial (ra) lead had dislodged. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 429688, lead; implant: (B)(6) 2014. Model: 5076-52, lead; implant: (B)(6) 2014. (B)(4).